Event description:
A customer reported receiving a system message during setup. No pts had been prepped or blocked. Three cases were canceled as they were unable to clear the system message and there was no backup system available. There was no pt involvement.

Manufacturer narrative:
A company service rep examined the system and verified the reported problem. The I/v pole pcb assembly was replaced. The system was then tested and met all product specifications. The replaced IV pole pcb assembly has been rec'd and in house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).